Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0022940, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-22, medical device lot #: 0002168, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-02, medical device lot #: 9322411, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-18. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a grease-like substance was found on the bd¿ slip-tip syringe stopper. Lot#'s 0022940, 0002168, and 9322411 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "per customer the black portion of syringe has grease like substance on it."

Event description:
It was reported that a grease-like substance was found on the bd¿ slip-tip syringe stopper. Lot#'s 0022940, 0002168, and 9322411 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "per customer the black portion of syringe has grease like substance on it."

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 1213809-2020-00225. This event has been over-reported.